Event description:
The customer reported this right atrial lead had a low bipolar impedance or 140 ohms and the capture threshold measurement had risen to 3.0 mv at .5 ms. The unipolar impedance was 350 ohms and the capture threshold measurement was 1.8 mv at .5 ms. The sensing was poor in both configurations, 1.0 mv. The lead was abandoned surgically (capped) and replaced with another manufactures lead. No adverse pt effects were reported. The lead was actively implanted for approximately 9 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped, with no adverse pt effects reported), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.